Event description:
A customer reported obtaining an unexpected negative reaction with immucor anti-human globulin, anti-igg (murine monoclonal).

Manufacturer narrative:
The customer was informed that immucor anti-igg does not contain anti-igg4.